Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of an alarm activating when connecting the power module backup battery and damage to the power module housing were not confirmed as no products were returned for analysis. Provided information indicated that the power module would be returned for analysis; however, no products have been returned to date. Multiple attempts were made to obtain additional information, including if a tracking number for the returning product was available; however, no response was received. This file will be reopened with further analysis if any products are returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 11oct2011. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 IFU (rev. D) section 3 ¿ "powering the system" explains how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook (rev. A) and the heartmate 3 IFU (rev. D) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the backup battery wasn't recognized when connected. It also appeared that the power module (pm) was dropped and the case was cracked.